Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part #: 04.005.528s, lot#: h329163 (sterile) - 5.0mm ti locking screw w/t25 stardrive 38mm f/im nail - sterile. Quantity (B)(4): manufacturing location: (B)(6), manufacturing date: 14-apr-2017, expiration date: 28-feb-2026: inspection sheet for whirl thread, vibe, flute final inspection met inspection acceptance criteria. Component parts reviewed: part 04.005.528.999 lot: h295435. 5.0mm ti screw blank 38mm: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 5.0mm ti locking screw broke during an intertrochanteric fracture repair on may 8, 2017. As the locking screw was being implanted into the trochanteric fixation nail advanced (tfna), the head of the screw broke off. The broken screw head fragment was retrieved and the shaft was left in the patient. There was no reported surgical delay. No additional x-rays or additional medical intervention were required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 11mm/125 deg ti cann tfna 170mm - sterile (part # 04.037.112s, lot # h223403, quantity # 1), t25 screwdriver (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0mm ti locking screw. This is report 1 of 1 for complaint (B)(4).